Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one magnum biopsy needle for evaluation. During visual evaluation, the device appeared to have blood residue throughout the needle and hubs and the device was received with the sample notch partially exposed. The stylet hub was noted to be broken and the detached piece not returned. Also, there appeared to be a crack to the cannula hub. Further functional testing was not performed, due to the condition of returned sample. One electronic photo was provided and it was reviewed. The provided photo shows a magnum biopsy needle with a spacer, and the stylet hub was noted to be broken. Based on the photo review, the reported failure can be confirmed. Therefore, the investigation is confirmed for the reported break issue as the cannula & stylet hubs were noted to be broken in the sample returned and the stylet hub was noted to be broken in the provided photo for review. A definitive root cause for the alleged break issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 expiration date: (B)(6) 2026. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, during the third biopsy sample collection, the needle of the device was allegedly found to be broken inside the patient's body. It was further reported that when the sample was taken out, the gun was jammed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiration date: 07/2026) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, during the third biopsy sample collection, the needle of the device was allegedly found to be broken inside the patient's body. It was further reported that when the sample was taken out, the gun was jammed. The procedure was completed using another device. There was no reported patient injury.